Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and confirmed the wl in question was a valid run with normal control and sample rlu values. Ts observed no hardware or reagent preparation issues, and the instrument detected target in the sample per kinetic curves. The retested sample was also run in a valid worklist. Ts concluded the sample in question was either low target or contaminated during handling. Ts provided the log assessment to customer, who understood and decided to recollect the specimen from the patient for testing. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported one discrepant sample using the sars-cov-2 tma assay lot 318311 on the panther plus instrument sn (B)(4). The sample initially tested positive in wl (B)(4), and the result was reported out. The sample was then retested on the same panther and resulted negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The initial positive result was reported out, but there were no associated/reported adverse events.